Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited bluetooth low energy (ble) telemetry issue. No intervention was reported. The patient condition was unknown.